Event description:
On (B)(6) 2015, the patient was treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately seven and a half (7.5) years post-initial procedure, a type iiib endoleak with aneurysm enlargement was identified. Additionally the afx vela suprarenal proximal extension has expanded well beyond its nominal diameter. Reintervention has been scheduled for (B)(6) 2023. The patient is stable. Additional information was received reporting that reintervention was completed on 04/21/2023 with the implant of an afx2 bifurcated stent graft, two (2) afx vela infrarenal and a boston scientific (non-endologix) deployed on the left side. The type iii b endoleak was successfully sealed and the patient is doing good.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the aneurysm enlargement and type iiib endoleak complaints are unconfirmed. There was no active type iiib endoleak seen, however there was significant thrombus in the proximal extension and a diameter of 45 mm. A type iiib endoleak of the proximal extension cannot be ruled out. The additional endovascular procedure complaint is confirmed. The proximal extension was in suboptimal position, migration could not be confirmed without comparative imaging. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms were identified. The final patient status was reported as doing good. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. B2: outcomes attributed to ae ¿ updated. B5: describe event or problem - updated. G3: awareness date ¿ updated. H6: health effect - impact code ¿ remove code 4614. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
On (B)(6) 2015, the patient was treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately seven and a half (7.5) years post-initial procedure, a type iiib endoleak with aneurysm enlargement was identified. Additionally the afx vela suprarenal proximal extension has expanded well beyond its nominal diameter. Reintervention is planned; however, not yet scheduled. The patient is stable.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.